Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
While troubleshooting a pump drain which had been leaking on the architect i1000sr analyzer, the individual completing the troubleshooting was shocked by the pump. The individual was not injured and did not seek any medical intervention. No impact to patient management or user was reported.

Manufacturer narrative:
Evaluation: further investigation of the customer issue included a review of the complaint data, a review of service history, a search for similar complaints, and a review of labeling. Return material was not available. A review of the analyzer service history was performed and no contributing factor to the current event was found. The external waste pump was not repaired and the replacement pump was installed by the customer. The external waste pump was requested for return for additional inspection but the customer had discarded the part. The last preventive maintenance (pm) was performed on 10/08/2017. There have been no subsequent contacts from the customer regarding function of the external waste pump since the part was replaced. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate; labeling addresses electrical safety hazards and safety awareness where hazards may exist, as well as removal and replacement procedures for the external waste pump. The replacement instructions include the potential biohazard warning and instruct the user to power off the waste pump and unplug the power cord from the waste pump. Based on the available information no product deficiency of the architect i1000sr analyzer, list number 01l86, was identified.

Event description:
Per the customer; further clarification of the issue was described as a tingle rather than a zap.